Manufacturer narrative:
Investigation of the returned product found evidence of an internal fluid leak, including discoloration, corrosion around battery compartment, and presence of residual fluid on most internal assembly surfaces. A leak test was performed, which confirmed a leak in the fluid caused by a tear in the cannula tubing. This leak would have resulted in insulin contacting the internal components and assemblies, ultimately resulting in device failure. A pod malfunction is thus confirmed as a contributing factor to the customer's high bg. There was evidence of this defect mode in lot acceptance testing for this pod lot (57620); results were deemed acceptable. Risk level to the pt was determined to be extremely low (1 in 10,000). Diabetics are trained to monitor their bgs on a regular basis; insulet instructs customers and provides labeling referencing monitoring. The customer discovered the issue through monitoring and took appropriate action. No adverse event occurred. Insulet has initiated an internal investigation to identify the root cause of the failure mode. The investigation is in process as of the date of this report.

Event description:
Customer reported high bg in the morning after wearing the pod overnight. Two correction boluses were administered, but her bg continued to rise over the hour and a half (up to 354 mg/dl), at which point the pod was deactivated and replaced. The pod was returned for eval.